Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that cadd legacy plus pump ? Over-infusion. No patient injury.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported problem was duplicated. Performed pump on accuracy test station. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The root cause was unknown. The events were verified in the pumps event history logs regarding no disposable issue. Replaced expulsor assembly and downstream sensor.